Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels of 23 mg/dl or above. Low bg causes were not known. The customer declined to perform further troubleshooting with tandem technical support.